Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer got pump wet and multiple malfunction alarms occurred. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.